Event description:
It was reported that the patient presented remotely with an implantable cardiac monitor that was under-sensing. No programming changes were made, and the patient was stable and is being monitored.